Event description:
Related manufacturer reference number: 2017865-2022-49000, related manufacturer reference number: 2017865-2022-49001. It was reported a patient's right ventricular (rv) lead presented with inappropriate shock due to dislodgement. The left ventricular (lv) lead had no capture due to dislodgement. The atrial lead also presented with low sensing and loss of capture due to dislodgement. The dislodgement was confirmed via x-ray. The rv, lv, and atrial leads were explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: b5, d4, h4, h6.

Event description:
New information received noted the right ventricular (rv) lead was sensing atrial fibrillation episodes.

Manufacturer narrative:
The reported events were lead dislodgement, far p wave oversensing and inappropriate shock stimulation. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported event of far p wave oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and xray inspections of the lead did not find any anomalies except for procedural damage.